Event description:
The customer contact reported retrograde flow while a pump was in use. The tubing set was primed with normal saline and the cassette was loaded into an unspecified channel of the plum pump. It was reported that after the delivery was started, "the pt's blood started to come up the tubing set, all the way into the IV bag." The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.